Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with dehydration on (B)(6) 2026. The patient's blood glucose levels reached 244 mg/dl while wearing the pod between 24 and 36 hours. The pod generated an "pod empty, no insulin left in pod. Insulin delivery stop. Change pod now" error message. The night before, the patient filled the pod with 150 units of insulin and the error message was generated the next day. The patient stated that the issue was not related to the pod. Symptoms reported include dysphasia and dyskinesia. The healthcare professional at the hospital sent the patient home with health physical therapy. The patient was discharged on (B)(6) 2026. The pod was removed and discarded.